Event description:
It was reported that two months post water vapor therapy, the patient is going through an unspecified phase where the patient is feeling worse than before treatment. The customer was expecting much great improvement after three weeks since the procedure. The customer is requesting if someone can speak with him to understand if the post treatment response is normal or way out of line and when he can expect improvement.

Event description:
It was reported that two months post water vapor therapy, the patient is going through an unspecified phase where the patient is feeling worse than before treatment. The customer was expecting much great improvement after three weeks since the procedure. The customer is requesting if someone can speak with him to understand if the post treatment response is normal or way out of line and when he can expect improvement.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.